Event description:
Boston scientific crm received information that eight months ago the device's battery status showed less than a half year remaining. Three months later, the battery status still showed a half year remaining. Two months later, the device's battery status changed to two years remaining with a magnet rate of 90 ppm. The values remained the same for the next follow-up visit three months later. It was noted that the right ventricular (rv) lead threshold measurements remained unchanged. Boston scientific technical services (ts) advised the sales representative (sr) that the device had previously been pacing in the atrium at much higher outputs, which was putting a higher drain on the battery. Now that the device is no longer pacing in the atrium so, the device recognizes that not as much energy is being consumed. Ts advised the sr to obtain and send in a copy of the device's memory for further analysis. The sr stated that the patient had already left the physician's office, and he would obtain the memory analysis at the next follow-up visit. To date, no memory analysis has been received. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Event description:
The device was explanted nine months later for reported normal battery depletion. It was returned for standard analysis testing over two years after explant.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
--

Event description:
--